Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was likely caused by humidity ingress at the detected micro-leaks at the housing's header assembly. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. The investigation findings appear to match the content of user report. This is a combined initial and final report.

Event description:
The user's father reported that his daughter has since ca. (B)(6) 2020, not been able to hear with the device. There were no fluctuations in hearing performance reported prior to this event. The user was re-implanted on (B)(6) 2021. This is a combined initial and final report.